Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the pivot pin came off and the jaws were broken while in use. Although this event happened, no parts/clips fell into the patient's body.

Event description:
It was reported that the pivot pin came off and the jaws were broken while in use. Although this event happened, no parts/clips fell into the patient's body.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50 pc. Lot in (B)(6) 2020. Evaluation of the returned instrument shows that the jaws are slightly loose and misaligned in the closed position and the jaw pivot pin is slightly sticking out of the outer tube assembly. We are able to validate this complaint. Mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.